Event description:
It was reported that the iab was inserted via the left femoral artery. During the insertion process, the balloon became stuck in the introducer sheath. As a result, the entire assembly was removed and replaced. There were no patient complications.